Event description:
A pt admitted for c/o discomfort, foreign body sensation left eye. Per md, pt had exposed acleral buckle o.s. Per surgeon, intraoperative noted the suture holding the buckles together in the lower temporal quadrant was severed. The buckle was grasped in the area of exposure and slid free of the eye.